Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, several damaged components were discovered. The device failed the leak test due to a leak noted from the insertion tube (peeling coating referenced). The adhesive on the insertion tube was also deteriorating. The image provided by the unit was broken and stained. The battery tab on the camera was loose. The insertion tube had chemical damage present and consequently the insulation was compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer originally returned their olympus airway mobilescope due to a crack being noted in the middle of the device toward the distal end during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the insertion tube coating was peeling away from the device. This report is being submitted to capture the peeling coating.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the peeling off coating on the insertion section could not be identified. However, it is likely the cause was related to physical stress. Per the instructions for use: - inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.